Event description:
During service testing, the baxter technician reported an infusion pump with damaged main batteries. Per services shop, the hosp rep stated that they have no record of any pt incident involving the pump since the last baxter service event. No add'l info is known.

Manufacturer narrative:
Eval summary: the reported condition of damaged main batteries was confirmed by the baxter repair technician. Insecption of the device revealed potentially damaged main batteries, which were replaced and tested by the repair technician. Baxter service replaced the pump head mechanism a assembly. Review of the complaint history reveals similar reports have been rec'd for this product for the reported issue. This issue is currently being investigated under CAPA, which is in the implementation stage.